Event description:
Boston scientific received information that loss of capture was noted on this right atrial lead. An x-ray confirmed a lead dislodgement. A revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional informatoin become available tthis investigation will be updated.